Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process with multiple cartridges. Additionally, it was reported that multiple minimum fill notifications occurred. Customer's blood glucose level was 101 mg/dl. A new cartridge was loaded resolving both issues.